Event description:
The event involved a 43 cm (17") appx 2.8 ml, amber transfer set w/chemoclave® additive port, rotating luer, filter cap. This morning, as usual, the nurse prepared the chemotherapy infusion setup with a 0.9% nacl bag for flushing, a 100 ml 0.9% nacl bag containing dexamethasone for premedication, and a 273 ml 5% glucose bag containing the cytotoxic agent (carboplatin). The flushing and cytotoxic bags were clamped; the nurse programmed the infusion of the premedication bag at a rate of 110 ml over 10 minutes. Despite the clamping, the cytotoxic bag infused, whereas the unclamped premedication bag did not. Consequently, the patient received 90 ml of solution¿approximately one-third of the bag¿over a short period, triggering an allergic reaction. There were no healthcare professional or patient exposed to cytotoxic agents. The patient spent several hours under observation in the emergency department; her allergic reaction was treated, she is doing well, and she received her chemotherapy today. The 100 ml bags of 0.9% nacl and 5% glucose are not ICU medical products; the bags are from fresenius lab. The problem does not appear to stem from the bag itself (100 ml bags of 0.9% nacl and 5% glucose), but rather from the device, which allowed fluid to flow through despite being clamped. There was patient involvement.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).the device has been received for evaluation; however, investigation is not yet complete.(B)(6).responsable commercial bu consommables: (B)(6).